Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Removal of star ankle poly size 6. Poly broken. Type of replacement device used: poly size 7. Patient stated to doctor ankle pain.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 6mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not received for evaluation. Due to the missing product it could not be determined in what manner the sliding core had broken. A review of the device history records could not be carried out as the lot codes were not available. In the case presented a (B)(6) years old patient ((B)(6)) had been treated with star at an unknown time (estimate 6 years ago). On (B)(6) 2016 the patient had to be revised as the polyethylene sliding core was found to be broken. The broken sliding core was removed and replaced by a 7mm one. Further information such as surgery reports, progress notes or x-rays had been requested, but was not provided. Thus a real medical statement was not possible. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. It could not be excluded that exceptionally high load bearing could have contributed to the event. Complications due to the meniscal mobile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe inlay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replacement. Causes of failure of the mobile bearing are mostly found in incorrect indication, incorrect soft tissue balancing, incorrect positioning of components, implantation in ankles with hindfoot malalignment and ankle instability¿. Based on the given information, a deficiency of the sliding core in question was not verified. An exact root cause could not be determined as the item was not received for evaluation. In case relevant clinical information or the item should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Removal of star ankle poly size 6. Poly broken. Type of replacement device used: poly size 7. Patient stated to doctor ankle pain.